Event description:
The complainant reported shock. The pump was mounted on an IV pole when the pt's husband touched the pole and received a small tingle.

Manufacturer narrative:
MFR event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically. The testing and investigation results indicated the complaint for shock was confirmed. The rear pump case was broken, which allowed the ac receptacle assembly to be pulled out of the rear case exposing the 240 volt cable connection.